Event description:
The pt underwent implantation of an itrel neurostimulation system in 1999 for chronic intractable pain of the trunk/limbs. The pt's attorney contacted the MFR alleging that "the MFR failed to provide adequate, reasonable and necessary instructions on how to properly and safely implant the lead and the ipg. As a direct and proximate result of the negligence of the MFR, the pt suffered significant injuries including, but not limited to, brown-sequard syndrome, with paralysis of the left leg, hand and fingers, loss of the use of their left arm, numbness on the right side of the body, loss of normal bowel and bladder function and dysesthesia and sensory changes."